Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 7 events had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 7 events had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 8 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 1 device was not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 1 device was received. 1 device was not available for evaluation. 6 device investigation types have not yet been determined. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 7 events had no patient involvement: no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.